Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's machine flow sensor needs to be replaced to address the issue. There was evidence of contamination. In addition of the above evaluation, the device's blower motor, blower seal, blower cap, cooling fan both fans, muffler assembly, outlet side panel, tubing needs to be replaced due to contamination. The device's software needs upgraded to the latest revision and final testing.